Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The complaint device was returned without the original stryker sustainability packaging box and without the packaging tray. Upon visual inspection, there was bioburden on the jaw of the device. The spacer pads could not be inspected as the device jaws were locked shut and would not open. Visual inspection of the device jaws revealed that the jaw hinge was loose and bent open on the both sides of the device jaw. The device jaws were not aligned and bent to the right when closed from a top perspective, and bent to the left from a bottom perspective. Inspecting the device jaw further, evidence showed the jaw pins still intact and not missing. The device plug could not be inspected as the plug was cut from the device and not returned. The results of the visual inspection determined that the reported event was confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: -grasping on to too much or inappropriate tissue types or staples -improperly forcing open the jaws of the device -attempting to remove the device from the trocar with the jaws in the open position -device damage to mechanisms during use, shipping damage the instructions for use (IFU) state: - do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. - do not use this instrument on vessels larger than 7 mm in diameter. - if the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. - eliminate tension on the tissue when sealing and cutting to ensure proper function. - use caution when grasping, manipulating, sealing, and dividing large tissue bundles. - do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. - do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. - a continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. - prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. - keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. - in case the instrument is accidently dropped on the floor, turn off the generator and unplug the instrument prior to discarding. - inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team or cause damage to the instrument. If damaged, do not use. - do not turn the rotation wheel when the lever is latched. Product damage may occur. Turn the rotation wheel on the instrument until the jaws are in the required position. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that at the end of hysterectomy, after using the device for some time, the doctor stated that the tip of the lf 1837 separated. They were worried that pieces fell into the patient but concluded that while the tip separated and no longer worked, nothing fell into the patient. There was no patient injury or medical intervention and the complainant is not aware of any extended procedure time reported. These are commonly used devices that are readily available.